Event description:
It has been reported to philips that, system would not boot up. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system will not boot up. The fse found that the x-ray pc is not booting. The unit reported hard drive failure. The fse replaced hard drive in x-ray pc to attempt repair but did not work. The fse replaced clips in m cabinet. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.